Event description:
A malfunction on a pump was reported by a caller, who had experienced at least three occurrences of the same issue with this pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy (mdi). Technical support decided to send a replacement pump, ensuring it had updated software.